Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the hospital with muscle contraction on the upper left chest. Complete rv exit block and dislodgement under x-ray were observed. It was also reported that the patient underwent and cardiac (valve) surgery. The lead was repositioned successfully. The patient was in stable condition.